Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
A patient has been indicated for a left knee revision procedure due to unknown reasons. No revision has been reported to date.

Manufacturer narrative:
Upon receipt of additional information, this event was determined to not be reportable as there is no failure alleged against the device. The initial report was forwarded in error and should be voided.